Event description:
A representative reported the patient¿s pump was replaced on (B)(6) 2013. The patient had reported the pump became infected, and the patient was treated with IV antibiotics starting about eight days prior to the report. The plan was to replace the pump and section of catheter. The medication used within the system was unknown. The representative later reported that the medication used within the system was lioresal. The patient¿s symptoms included redness and drainage at the pump site incision. Anaerobic and aerobic cultures were taken, but the results were not known. The location of the infection was the left abdomen at the pump site. The afternoon following the replacement the patient was doing well. They did have some symptoms of baclofen withdrawal due to the length of the surgery. The symptoms were treated with benzodiazepines as the patient was an inpatient at the hospital at the time.

Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter; product ID 8709, serial #(B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
A healthcare provider later reported that the patient¿s symptoms also included swelling and incisional wound opening. The patient did not have meningitis. A culture was obtained from the device pocket and revealed staph. Perioperative antibiotics had been administered, and both IV and oral antibiotics were administered for treatment. The date of onset of the infection was approximately six to eight weeks prior to the partial device system explant surgery. The infection resolved. The patient was noted to have had a urinary tract infection prior to implantation of the device.

Manufacturer narrative:
Per the healthcare provider, the pump explant occurred on (B)(6) 2013. (B)(4).